Event description:
The customer reported that when a patient's spo2 dropped to 20%<75%, the monitor did not generate a desat red alarm.

Manufacturer narrative:
The customer reported that when a patient's spo2 dropped to 20%<75%, the monitor did not generate a desat red alarm. The alarm logs from the central station to which this monitor is attached, show that the monitor did alarm (desat) on the date/day/time in question. The monitor was tested and was found to be working as intended. However, based on the available information, it has been determined that there was a delay in treatment that may contribute to this serious injury. Philips is in the process of obtaining additional information regarding this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.